Event description:
It was reported that a revision was performed due to implant fracture. The patient presented with multiple fractures of the femur, in (B)(6) 2015 the initial surgery was performed. The patient was initially treated with a lateral distal femur plate 13h right and 6 cables proximally. The patient fractured their femur just distal to the end of the hip stem which caused our lateral femur plate to break.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The visual inspection of the returned device confirms that the plate is broken. The broken piece was also returned. A review of the complaint history shows no prior complaints for the listed lot. A lab analysis was completed with the following results: it was concluded that the peri-loc 4.5 mm lateral distal femoral locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, poor bone quality, and/or non-union. No material deviations in the plate were found during this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.